Manufacturer narrative:
The device was not returned, however, the lot number was provided. The device history record for this lot did not produce any findings relevant to this investigation. The root cause/probable root cause remains unknown.

Event description:
It was reported that on 05/23/2006, the graftmaster was used to treat a perforation which was caused during deployment of another company's stent. The procedure was completed without further issue. However, during an attempt to conduct a 12 month follow example with the patient, it was discovered that the patient had died. Upon reviewing medical records, a 3 month and a 6 month follow up, the patient was reported to be having no problems at that time. However, at some later date, the patient was found dead at home. The correlation between the graftmaster and the patient's death is unclear, as the patient has several diseases that might have contributed to the death.